Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the insulin cartridge leaked insulin from the bottom. Customer refilled the cartridge in fear of running out of consumables due to the insulin leakage. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.